Manufacturer narrative:
Investigation summary: two open 30g x 5mm safety pen needle samples and three photos were returned from an unknown lot. No., cat . No. 329505. Visual examination was carried out on the returned samples and photos and it was observed that there was no shield or spring in the safety pen needle sample. No DHR review can be carried out as lot number is unknown. The root cause of this issue is the rotation of the non patient shield locking into the hub not being set correctly. Capa478527 was raised to address this issue.

Event description:
It was reported that after use of the bd autoshield¿ duo pen needle orange shield which cover the needle inside after used disconnect. The following information was provided by the initial reporter: orange shield which cover the needle inside after used disconnect.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use of the bd autoshield¿ duo pen needle orange shield which cover the needle inside after used disconnect. The following information was provided by the initial reporter: orange shield which cover the needle inside after used disconnect.